Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The customer's strips were all used and none are expected to be returned. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant glucose result, for 1 neonate, with accu-chek inform ii meter serial number (B)(4) when compared to a siemens blood gas analyzer result. At 10:31 a.m. The laboratory result was 23.5 mmol/l and at 10:35 a.m. Using the same sample, the meter result was 17.4 mmol/l. The laboratory result was believed and the patient was treated with insulin. At 2:11 p.m. The meter result was 14.3 mmol/l. The patient was confirmed not to have galactosemia. The patient is doing well.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.5, 2.5, 2.5 mmol/l, level 2 ¿ 17.5, 17.5, 17.7 mmol/l. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.